Event description:
Voluntary medwatch form received notes that there was intermittent far-field r-wave oversensing on the atrial lead. Programming changes were performed to resolve the issue. The patient condition was not known.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5147487.